Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) replaced the tip clamp, plunger clamp and lld spring in position #11. Fse ran the splld and oas user software with no errors or improper fills. The instrument was tested without further problem and was returned to expected operation.

Event description:
The ortho summit sample handling sys instrument did not pipette sample and reagent and did not generate an error message. No death or serious injury was associated with this incident. (B)(4).